Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube dislodged from the flange when used. It was reported that the tube was totally broken into two parts. It was reported that it did not moved to trachea due to the cuff and did the procedure by replacing with a new tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube dislodged from the flange when used. It was reported that the tube was totally broken into two parts. Customer reported that it did not moved to trachea due to the cuff and did the procedure by replacing with a new tube. It was also reported that the patient was initially saturating 95% to 97% on oxygen supply but when the tube was dislodged, it was dropped to 70%. It was reported that the patient is stable after replacing the tube with a new one and rested on the ventilator on the next few hours after the incident.

Manufacturer narrative:
Evaluation summary: one sample of tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed the flange is separated from the tube, the flange and tube proximal end of the cannula were observed under the uv lamp light and no bonding agent could be observed in neither component, the failure mode flange separation is confirmed. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the flange. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.